Manufacturer narrative:
The event unit returned to applied medical for evaluation. Functional testing was performed on the returned unit. However, the complainant¿s experience of clip not loading into the jaws could not be confirmed or replicated. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: lap kt donor. Event description: [name] medical center. "During use, the clip failed to fire." Product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap kt donor. Event description: [name] medical center. "During use, the clip failed to fire." Product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.